Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported that the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient was discharged from the hospital and was recovered from the event. Pd therapy was placed on hold and the patient was switched to hemodialysis. No additional information is available.